Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was unknown. Customer stated that the insulin pump may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.